Manufacturer narrative:
Of the 79 allegations of a malfunction, 48 pumps were returned to animas and investigated. Of the investigated pumps, 15 were found to be malfunctioning due to transceiver connector failures.

Event description:
This report summarizes <noe> 79</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-74 years of age and between 15 and 275 pounds. Of the reported patients, 35 were male, 35 were female, and were unknown.

Manufacturer narrative:
In quarter 4 of 2018, there were 5 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.